Event description:
Additional information received reported that on 2014 (B)(6), the patient cancelled the procedure. It was noted that the previously reported problem had resolved. It was noted that per the patient¿s communications in the patient¿s chart the shocking symptoms had resolved and the patient did not want to do the surgery at this time as the unit was working fine and had good therapy as of the date of this report.

Event description:
It was reported that there was mild pain or shock sensation in the left chest implantable neurostimulator (ins) pocket. Symptoms included pain and burning sensation at the device pocket of the left side implant. The patient visited the implanting clinic for interrogation of the ins system. The impedance check revealed no system relate out of range impedances. The implanter had scheduled a surgical ins site exploration for 2014-(B)(6). Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins battery was not in new condition.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported subsequent to the cancelled original surgery, the surgeon had indicated that the patient still experienced intermittent ¿tingling, mild shocking.¿ it was noted the patient had been convinced that one particular symptom (tremor) had gotten a bit worse. It was noted the patient had discomfort and increased tremor as well. It was stated impedances had remained consistent and pristine throughout the course of dealing with this matter. It was further reported the patient outcome was unknown.

Event description:
Additional information received reported that there was fluid in the generatorconnector. Surgical observation showed breached implantable neurostimulator (ins).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was brought into the operating room for an exploratory surgery to examine the ins in its original left chest pocket. It was stated the procedure took place 8 days prior to report. It was noted when the pocket was opened and the surgeon dissected down to the ins, they found bodily fluid that had breached a portion of the extension connection header. It was stated the ins was replaced. It was noted the ins would be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(6), implanted: 2012-(B)(6), product type extension product ID 3708660, serial# (B)(4), implanted: 2012-(B)(6), product type extension product ID 3387s-40, lot# va03e59, implanted: 2012-(B)(6), product type lead product ID 3387s-40, lot# va03e59, implanted: 2012-(B)(6), product type lead product ID 37642, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n (B)(4)) found the ins was functionally okay with insignificant anomalies.

Event description:
Additional information received reported that there was a shocking sensation with mild discomfort over the implantable neurostimulator (ins) site. Surgical exploration discovered a breached ins. The outcome was resolved without sequelae. Interventions included ins replacement. Surgical observation showed a failed/breached ins. The event was related to the device or therapy and not related to the implant procedure. There was mild discomfort over the ins site.